Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Post-paced t-wave oversensing was noted on a stored egm. Noise was also observed on the discriminator channel. The noise was not reproduced in clinic. The device was reprogrammed. Normal patient follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.